Event description:
The customer's mother reported the customer's insulin pump alarming button error, and that the alarm could not be resolved. There were no significant events reported as leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was reported as 178 mg/dl.

Manufacturer narrative:
The insulin pump received with no esc button response due to flattened button dome switch. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.